Event description:
It was reported that this pacemaker device was found in safety mode during the routine follow-up visit. The patient was not symptomatic. This device remains in service. No adverse patient effects were reported. No further information was available.

Event description:
It was reported that this pacemaker device was found in safety mode during the routine follow-up visit. The patient was not symptomatic. This device remains in service. No adverse patient effects were reported. No further information was available. Additional information received indicated that this device was explanted and successfully replaced. The patient had reported increased shortness of breath. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 patient codes and impact codes.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type, h6 patient codes and impact codes.

Event description:
It was reported that this pacemaker device was found in safety mode during the routine follow-up visit. The patient was not symptomatic. This device remains in service. No adverse patient effects were reported. No further information was available. Additional information received indicated that this device was explanted and successfully replaced. The patient had reported increased shortness of breath. No additional patient adverse effects were reported. This device is expected to return for analysis.